Event description:
It was reported that patient implantable cardioverter defibrillator (ICD) triggered code 1003 indicative of voltage too low for projected remaining capacity. Patient also reported hearing beeping noises. Device was successfully explanted and returned to boston scientific. No additional adverse patient effects were reported.

Event description:
It was reported that patient implantable cardioverter defibrillator (ICD) triggered code 1003 indicative of voltage too low for projected remaining capacity. Patient also reported hearing beeping noises. Device was successfully explanted and returned to boston scientific. Product investigation was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis confirmed that code was related to premature battery depletion caused by the leaky capacitors. This supplemental was created to correct and add information. H. Device manufacturers only. 6. Adverse event problem - health effect clinical code, health effect - impact code. 10 additional manufacturer narrative.